Manufacturer narrative:
Findings: intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked. Numbers does not ramp up on its own or scroll bar moving with no input.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 169 mg/dl at the time of the call. The customer stated that the numbers keep scrolling on the screen. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.